Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including button presses with and without support and connecting to known working charging equipment, while pump showed red light and periodic vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, provided instructions for placing nonworking pump into storage mode and returning it within required timeframe, and informed customer they would need to enter pump settings and reconnect continuous glucose monitor on replacement device.